Event description:
Customer reports of having high blood glucose. Customer reports that blood glucose ranged from 430 mg/dl and 450 mg/dl, which were treated with novalog pen and bolus wizard. Customer states he received a vibrate alert for low resevoir but it did not alert for empty or low reservoir correctly. Customer reports to have changed basal settings without healthcare provider's consent. During troubleshooting, customer did not have tubing clamp in order to continue troubleshooting. Tubing clamp would be sent to customer. Alarm history showed excessive low reservoir alarm, no delivery, and low battery. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.